Event description:
Customer reports the aviva system produced three 0's after dosing, which is outside the meter measurement range of 10-600 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.